Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 814:04 was confirmed during product evaluation, however, the root cause was not identified. No repairs were completed for the reported condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility representative reported a colleague infusion pump with a "failure code 814:04". It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the facility representative, it is unknown if there was any patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.